Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the catheter revision kit, verification of all final testing performed by/on the catheter revision kit, verification of sterilization, and packaging for subject catheter revision kit was performed. The review did not identify any non-conformances, issues or capas associated with catheter revision kit function. Device was discarded and not returned for additional evaluation and investigation. Physician did not know the cause of the tear in the catheter. Per the instructions for use of the device, catheter tear is a known possible risk of use of the device. (B)(4).

Event description:
Reporter contacted technical solutions to report that a catheter was replaced because it was torn. The catheter was discarded.